Event description:
As reported, after predilating a highly calcified in-stent restenosis lesion, the physician passed the cutting balloon into the ostium of the diagonal branch through an nir stent strut. The procedure was successful after one inflation at 5 atm's. The physician pulled negative deflating the balloon and retracted it into the guide. Upon removal through the stent, the wire may have started to slip causing the balloon to get "hung up" on a stent strut. The physician proceeded to pull on the product to the point that the shaft snapped. A 27cm segment of the distal shaft remained in the pt's left main and aortic arteries. The pt was taken to surgery for emergency coronary artery bypass graft surgery with saphenous vein grafts to the lad, the rca, and the diagonal branch arteries.